Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that the battery cap was stripped. The customer was advised that a replacement battery cap would be shipped. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specs. No unexpected low battery alarms were noted during testing. Insulin pump passed displacement test and self test, off no power test and all operating currents test.